Event description:
During the operation, the orthopedic surgeon was grasping the tissue with this clamp -#1-. The clamp failed to hold back the tissue. A different clamp -#2- was then used. Upon inspection of the clamp -#1- end "tooth" -0.5cm x 3.0cm- had broken off. Exploration of the surgical field discovered this piece of metal. Clamp -#1- and 0.5cm x 0.3cm piece of metal removed from the surgical field.